Event description:
It was reported that during the implant procedure, a left ventricular lead was implanted but the delivery catheter was not slit smoothly and the insulation layer of the lead was found "broken." A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned in segments, analyzed, and the outer insulation of the lead was extrinsically breached due to a cut. Visual summary analysis of the lead indicated damage at implant and indicated stretching.

Event description:
It was reported that during the implant procedure, a left ventricular lead was implanted but the delivery catheter was not slit smoothly and the insulation layer of the lead was found "broken." A different model lead was used to complete the procedure. No patient complications have been reported as a result of this event.